Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: d284trk, biv ICD implanted: 2010 (B)(6); 4524-45, lead implanted: 1998 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.